Manufacturer narrative:
Nab5: corrected.

Event description:
Patient ID (B)(6). It was reported that the procedure was performed on (B)(6) 2019 to treat a bifurcation lesion of the left anterior descending (lad) artery and 2nd diagonal branch. During deployment of the 2.75 x 33 mm xience sierra stent in the 2nd diagonal branch, a small dissection occurred. No treatment was performed to treat the dissection. The procedure continued with deployment of two stents in the mid to proximal left anterior descending (lad) artery. The event resolved the same date. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(6). It was reported that the procedure was performed on (B)(6) 2019 to treat a bifurcation lesion of the left anterior descending (lad) artery and 2nd diagonal branch. During deployment of the 2.75 x 33 mm xience sierra stent in the 2nd diagonal branch, a small dissection occurred. No treatment was performed and the event resolved the same date. Additional information was provided.